Event description:
It was reported during an implant procedure that the setscrew on the pacemaker was unable to be tightened. The lead was replaced, but it was still determined to be a device setscrew issue. The procedure concluded without further complication. The patient was asymptomatic and stable.